Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure in (B)(6) 2017. On (B)(6) 2019, patient presented for a cardioversion and a clot was seen on the top of the closure device, extending from the threaded insert to the limbus. A complete seal was noted during the implant procedure and no leak was present at the 45 day follow up. The patient was on the standard prescribed medication regime and was on aspirin at the time of the event. The patient was restarted on oral anticoagulants and will have a follow up echocardiogram next month. No further complications were reported and the patient is home.